Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited oversensing of atrial fibrillation (af) resulting in inappropriate anti-tachycardia pacing (atp) and shock. Device data was sent to rhythmcare for review. Data review determined that the anti-tachycardia pacing (atp) delivered was noted to have not captured. Rhythmcare discussed programming options to be considered at the next follow up appointment. This system remains in service. No adverse patient effects were reported.